Event description:
It was reported that the patient experienced acute baclofen withdrawal with symptoms of increased spasms to severe spasms, itching, and increased anxiety. On (B)(6) 2014 the physician was unable to access the central port to refill the pump and was also unable interrogate the pump. The patient was given a 75 mcg bolus over duration of 3 minutes. X-rays were performed which showed a normal chest x-ray; however, it was discovered that the pump was flipped. The physician had difficulty in identifying the course of the catheter. The pump was replaced on (B)(6) 2014 as well as the catheter connector as the proximal catheter connector was twisted and broken. The pump and catheter connector were disposed of. The event was considered severe and was related to the device or therapy and unrelated to the implant procedure. The patient resolved without sequelae as of (B)(6) 2014. The device system delivered lioresal.

Event description:
Additional information received reported that the pump was surgically repositioned on 2014-(B)(6) and not replaced. It also noted that there was replacement of the proximal catheter connection. Additional information corrected the resolve date to "event resolved without sequelae on 2014-(B)(6)."

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).